Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the rtm connector was not making a good connection when it was plugged into the controller. The patient added that even when they held the rtm cord in place, it still "fits in kind of sloppy." As a result, the patient has been having difficulty charging the implantable neurostimulator (ins) and controller. At one point, the patient noticed an error message while charging the ins that advised them to 'call medtronic,' but they were able to resolve the issue by removing the battery pack from the controller and reinserting it. The patient could not recall further detail about the error message they saw on the controller screen, but they confirmed that the error message only appeared when the rtm was connected to the controller. The patient stated that they inspected the external equipment and noticed that the controller connector port appeared to be broken. The patient confirmed that the connectors for the rtm and ac power supply were not damaged. An email was sent to the repair department to replace the controller. Additional information rece ived on 2021-01-06 from the patient got new controller, but says when using the controller to charge implant, it says no device found. They did confirm that they put old battery pack in the controller. Patient says they charged recently so aren't in discharge state. Pt then said that the rtm is very hot near the donut end. Emailed repair to send an rtm.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unverified. Analysis found no issues with finding or charging the ins. Scrapped due to failing at plexus but passed on bench testing. Fail t6030 (rms voltage at the h field probe) due to rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.